Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were large air gaps in the infusion set tubing. Reportedly, this event occurred with multiple cartridges. The customer's blood glucose level was 205 mg/dl. The customer successfully loaded a new cartridge to address the event and insulin delivery was resumed.